Event description:
The customer called to report high and low blood glucose levels. The customer also stated that he called the paramedics due to symptoms of diabetic ketoacidosis, like vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The customer also reported intermittent button response. Offered to replace the insulin pump, but the customer declined. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.